Event description:
It was reported that the right ventricular (rv) lead became dislodged. A lead revision was attempted but the lead was cut during access. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant proudct: dtba1d4 crt-d, implanted: (B)(6) 2015. (B)(4).